Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient will need to undergo a revision surgery on the left ankle due to the tibia component collapsing. The patient also reports having pain.

Manufacturer narrative:
The reported event could be confirmed, since images were provided and matches the alleged failure. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A medical professional reviewed the received information and noted the following: "the pre-revision CT-slices and the provide x-rays clearly show loosening and migration of the tibial tray of the tar. There is a subtle radiolucent line below the talar component, not indicative for loosening (yet). It is still properly seated." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The current instructions for use states: "dislocation and subluxation of prosthetic components can result from improper positioning and/ or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Prosthetic components can loosen or migrate due to trauma or loss of fixation." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient will need to undergo a revision surgery on the left ankle due to the tibia component collapsing. The patient also reports having pain.